Event description:
It was reported, the valve was explanted due to recurrent endocarditis and replaced with a 23 mm sjm mechanical valve. It was reported, there was no complaint regarding the performance of the valve.